Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4(expiry date:10/2021),g3. H11: d4(medical device lot). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port implantation via right internal jugular vein for chemotherapy, the catheter was allegedly found to be damaged upon the removal of port system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluation were performed. The portion of the catheter distal to the 5 cm depth mark felt abnormally elastic and elongated as compared to the rest of the catheter; no signs of necking or catheter flattening were noted. The investigation is confirmed for the reported catheter break and the identified deformation and worn issue, as two circumferential split were noted approximately 5.0 cm and 5.9 cm from the distal end of the cath-lock. The edges of the first circumferential split observed 5.0 cm from the distal end of the cath-lock were jagged and rounded. Similarly, the edges of the second circumferential split observed 5.9 cm from the distal end of the cath-lock were also jagged and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port implantation via right internal jugular vein for chemotherapy, the catheter was allegedly found to be damaged upon the removal of port system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter was allegedly damaged. It was further reported that the port was removed. There was no reported patient injury.